Manufacturer narrative:
We were unable to prime during the prime/compromise force sensor system test due to a protruded/loose drive support disk. There was no motor error alarm. The motor passed the motor test. The pump had a scratched lcd window, cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose was 225 mg/dl. The alarm occurred several times during the day. The pump was not dropped and not exposed to a magnetic field. The drive support cap was correct. The pump will need a replacement.